Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two-photo sample noted one opened (without original packaging), used surestep foley tray. Visual inspection of the two-photo sample noted an unknown foreign matter on the top corner of the tray. This does not meet specification per ip7602974, revision 10, which states "the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, etc." The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley tray has a foreign object found in a tray. This is the second tray they have found with a foreign object in it.

Event description:
It was reported that the foley tray has a foreign object found in a tray. This is the second tray they have found with a foreign object in it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.